Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned 2.75 x 15 mm xience v stent delivery system (sds) noted blood on the stent implant and on the balloon, consistent with use inside the body. The stent implant was stationary on the tightly folded balloon between the markers, with no damage noted. A kink was noted in the hypotube, which may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. It was confirmed that the hypotube and jacket material had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. In this case, the lesion condition was described as mildly tortuous and moderately calcified, which likely contributed to the failure to cross. The shaft most likely kinked during advancement of the sds in the calcified anatomy and further manipulation of the shaft would have contributed to the shaft separating. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for shaft separation for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the lesion was located in the distal left circumflex (lcx) with moderate calcification and mild tortuosity. A balance middleweight (bmw) guide wire was used with a 2.0 x 12 mm voyager balloon to pre-dilate the lesion. A xience v 2.75 x 15 mm was then attempted to be advanced to the lesion. However, even after adequate pre-dilatation, the stent could not cross the lesion and during the attempt, the proximal shaft separated outside the anatomy. The entire system was retracted. A xience prime 2.5 x 12 mm was successfully used. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Guide cath: ebu 3.5 (6f). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.